Manufacturer narrative:
Multiple attempts were made to obtain add'l info, however the contact did not respond. The t:slim user guide indicates pump is to be used with individuals 12 years of age and older. The prod has not been returned for eval. Should not relevant info become available a supplemental report will be submitted.

Event description:
Contact reported that the pump was left unlocked and the customer delivered a 5 units bolus.